Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported when the device was removed from the packaging, one of the grippers was observed to be at 60 degrees. Troubleshooting was performed in an attempt to get the grippers symmetrical. However, troubleshooting was unsuccessful; therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for difficult gripper actuation. Based on the information available, a cause for the reported difficult to open or close cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling.